Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The actual alarm reported was check final line, and not check heater line alarm.

Manufacturer narrative:
(B)(4). The reported check final line alarm was confirmed, and the cause was a use error because the patient stated they took the final bag off and moved it to the supply line. By moving the final line when therapy got to the final dwell it was looking to pull solution from the final line which now didn't have solution in it. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a check heater line alarm that appeared on the home choice (hc) display during fill 5, the home patient (hp) revealed that she took the final bag off and moved it to the supply line (during therapy). The technical service representative (tsr) explained to the hp that she no longer had a sterile set up, assisted to end therapy and advised to contact her nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.